Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event was reviewed by medical safety team. Based on the available information, the cause of the dislodgement is unknown. Dislodgement is a known potential risk associated with valve implantation. The reported paravalvular leak (pvl) was related to the valve as the valve did not provide adequate seal. The pvl was likely caused by valve dislodgement. The hypotension may have been caused by the pvl. All reported adverse events and severities are documented within the risk documents and instructions for use. No further action is required. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, and incomplete frame expansion. However, a conclusive root cause could not be determined with limited information available. Dislodge events are typically not related to a device malfunction. Angiogram and echocardiogram revealed moderate to severe pvl. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. As reported, the valve dislodged which may have been a contributing factor to pvl. However, a conclusive cause could not be determined from the limited information available. In this case, the team elected to implant a second, non-medtronic transcatheter valve. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. However, a conclusive cause could not be determined from limited information available. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. With limited information available, a conclusive cause could not be determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed under rapid pacing using a 20 mm non-medtronic vacs iii balloon. The delivery catheter system (dcs) was inserted and advanced successfully. The valve was slowly released with use of an inline sheath. The deployment was performed under rapid pacing. The valve dislodged supra-annularly, despite forward push on the dcs during the release and withdrawal of the wire. Angiogram and echocardiogram revealed moderate to severe paravalvular leak (pvl). The team elected to implant a second, non-medtronic transcatheter valve. As the replacement valve was being advanced, the patient developed hypotension. Medication was administered, however the hypotension persisted. The non-medtronic valve was implanted quickly, and cardiopulmonary resuscitation (CPR) was initiated for 2 minutes. The patient was intubated. It was reported that the CPR stabilized hemodynamics. An echocardiogram was performed which showed that the valve was had good results, and no evidence of a pericardial effusion. No additional adverse patient effects were reported.